Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received hardware low level failures error and failed battery test alarm. The customer's blood glucose level was unknown. It was also reported that the alarm occurred again even though the self-test was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected failed battery test alarm noted during testing or in the insulin pump trace download. Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly.